Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The evd was explanted due to infection. The organism found after culture by the hospital lab was pantoea agglomerans. No delay.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
Additional information -- g4, g7, h2, h6, h10. The sample was returned; however, it was not possible to confirm the reported issue based on the sample as it was returned. Additionally, no lot number information was possible; therefore, a review of manufacturing and sterility records could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.